Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately low in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 he obtained a result of 38mg/dl on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and stated that he increased his medication whenever he obtained high readings. The patient reported that an unknown time after the alleged issue occurred he developed symptoms of "blurry vision and unbalance" however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure however when a control solution test was performed the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient reported signs and symptoms that meet lifescan's criteria of a serious hyperglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.